Event description:
It was reported that during a laparoscopic gastric bypass with roux en y, the initial reload was blue, so on the first firing, the surgeon was attempting to staple over the stomach. During the firing sequence, the device fired properly. But when the surgeon released the jaws excessive and immediate bleeding occurred. This resulted in visual issues, and the surgeon converted to open procedure. Measures taken were the surgeon applied direct pressure and placed raytec to help damper the bleeding, until patient could be opened. The device was replaced with a regular echelon. Upon which the surgeon went to fire, and he could only complete a half a stroke and the device locked out. The device was replaced and everything worked as intended.

Manufacturer narrative:
The surgeon fires all echelon devices rotated so that the indicator and the blade are visible. The dr inspected the ec60a with the original reload, and he noticed that the drivers on the superior side of the reload. Staples were formed the first 10mm on the superior and anterior side. On the superior side for about 40mm, it was noticed the drivers were deeply imbedded into the cartridge, but the 10mm superior and anterior the drivers were visible. The surgeon¿s hypothesis is within the 40 mm of the cartridge at the stomach pouch is where the bleeding occurred. Analysis of the device: the ec60 device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed, causing the device to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.